Event description:
Healthcare professional reported a complaint related to allergan devices. Later, the healthcare professional confirmed silicone bleeding. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 01/jun/2024.

Event description:
Healthcare professional reported a complaint related to allergan devices. Later, the healthcare professional confirmed silicone bleeding. The device has been explanted. This record relates to the right side

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: gel leak.

Event description:
Healthcare professional reported a complaint related to allergan devices. Later, the healthcare professional confirmed silicone bleeding. The device has been explanted. This record relates to the right side

Manufacturer narrative:
Visual analysis of the photographs identified: gel bleed: unable to observe as it is a medical event that is not related to the device. Miscellaneous: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.